Event description:
It was originally reported that the stretcher brake pedals need repair, possibly indicating the brakes are difficult to engage/disengage. Upon evaluation by a stryker field service technician it was found that one of the brake pedals was inoperable and the user would need to use an alternate pedal. This issue is not reportable. During the inspection the stryker field service technician found that the zoom function had unintended motion, which was not previously reported by the customer. This issue was resolved by replacing the battery. There was no report of patient involvement or adverse consequences.

Manufacturer narrative:
It was previously reported that the user facility was experiencing an issue with the stretcher brake pedals. Upon investigation, it was found that the brake pedal was not operable and this issue is not reportable. During the inspection, the technician found an issue with the zoom having unintended motion. This was repair on site. Event and codes on tab h have been updated to reflect this. Previously, the user facility did not provide and model and serial number; however, the stryker service technician obtained this information at the time of evaluation. Product details have been updated on section d.

Event description:
It was reported that the stretcher brake pedals need repair, possibly indicating the brakes are difficult to engage/disengage. There was no report of patient involvement or adverse consequences. The user facility did not provide the model or serial number of the device. Attempts have been made to the customer to obtain further information; however, they have not responded to these attempts.